Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays shows thoracic lumbar sacral posterior spinal instrumentation. Interbody graft are present at l5-s1, l4-5, l3-4. The patient body "condition" is quite obese. On the immediate post-op x-ray hardware placement appears appropriate. On the delayed x-ray there is a bilateral rod fracture, with the rod completely displaced from the screw heads on one side. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative scoliosis with multilevel stenosis, degenerative disc disease (ddd) and underwent multilevel laminectomy fusion surgery at t11- ileum levels. Post-operatively, the rod broke. As a result, a revision surgery was performed to remove the alleged rod. No patient complications were reported post surgery.